Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during implant procedure on (B)(6) 2021, there was an unspecified sensing issue on the right ventricular (rv) lead. After multiple repositioning attempts the physician elected to replace the rv lead within the same operation. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown.

Manufacturer narrative:
Correction: incorrect statement should have been. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of inadequate sensing was not confirmed. As received, a complete lead with three stylets and a df-1 connector plug were returned for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.